Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house drug-free donor urine and all devices showed expected negative results; all coc, met, thc, mop, oxy, and bzo strips yielded correct negative results at read time. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The device provides only a qualitative, preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Based on the information available, there is no indication of a product deficiency. A CAPA, CAPA (B)(4), has been opened to address the late escalation of this complaint.

Event description:
The customer reported receiving unconfirmed false positive results for all analytes using the multi-drug one step 6 drug screen test panel. The unconfirmed false positive results occurred on different random donors. The unconfirmed false positive results occurred on 23 devices out of 25 devices used.